Event description:
A customer contacted haemonetics on (B)(6) 2010 to report that the orthopat machine would not work in post operation mode. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010 to report that the orthopat machine would not work in post operation mode. No operator or donor injury was reported. Upon evaluation of the device it was concluded that the failure was caused by a blood spill. The machine was decontaminated and the compressor and damaged components were replaced. The machine is now ready for use. The product issue identified in this report was identified by haemonetics during a retrospective review of the company's service records. No patient or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA record (B)(4). These actions have been communicated to the FDA and have been assigned the action number 1219343-04-29-2011-001-r. (B)(4).